Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that his son was hospitalized on (B)(6) 2017 due to dka with blood glucose of 315 mg/dl. The customer's father said his son was vomiting. The customer was treated with manual injections. The customer was wearing the insulin pump at the time of hospitalization. The customer's father also mentioned that the insulin pump would not deliver insulin and was not getting a no delivery alarm customer's blood glucose at the time of call was 88 mg/dl. Customer's father said they have a back-up plan available. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, case cracked at the reservoir tube window corner, and reservoir tube window cracked. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.